Event description:
It was reported that during an unknown procedure, the output was low. The doctor observed that the tissue effect/output was not what they were expecting and when the power was turned up, it appeared to only coagulate with not much cut. There was no patient consequence.